Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted only the dislodged stent implant, yellow protective sheath and stylet were returned. There was no blood or contrast visible. There was no damage noted to the stent implant and no damage noted to the yellow protective sheath. The inner diameter of the protective sheath and the outer diameters of the stent were measured and met manufacturing criteria. Return of the stent delivery system (sds) may have aided in the investigation and determination of cause. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible the sheath was inadvertently handled during removal, resulting in the stent dislodging; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined.

Event description:
It was reported that the target lesion is in the right coronary artery (rca #4pd), with mild tortuosity, moderate calcification, a concentric lesion, de novo and a 90% stenosis. The target vessel diameter is 2.5 mm and the target vessel length is 10 mm. After crossing the lesion with guide wires, the 1.2 x 12 mm trek balloon was advanced for predilatation toward the posterior descending artery; however, it would not cross. The balloon was used to expand the opening of the lesion in order to allow crossing; however, it still would not cross. A tornus pro was used to cross the lesion and a non-abbott balloon was used for predilatation. A 2.5 x 12 mm xience v stent was selected for treatment; however, when the stent delivery system was gently removed from the hoop, the stent implant was found to be dislodged. The device was not used. Another 2.5 x 12 mm xience v stent was deployed at 14 atmospheres successfully and post dilatation was performed. No patient effects were reported. No additional information was provided.